Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and exhibited premature battery depletion. Also, the patient experienced discomfort and pain. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was filed to capture the product involved. A separate report was already submitted, refer to report number: 2124215-2024-35082.

Event description:
It was reported that this pacemaker recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and exhibited premature battery depletion. Also, the patient experienced discomfort and pain. This device was explanted and replaced. No additional adverse patient effects were reported.